Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon fixed the mesh on the site by adhesion. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/3/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Photographs returned displayed an imrroperly formed staple. However, the exact cause of this condition could not be determined as the device functioned properly when tested our lab.